Event description:
On (B) (6) 2010, this pt was treated for abdominal aortic aneurysm repair, peripheral vascular disease, and lower extremity claudication with a gore excluder aaa endoprosthesis iliac extender component. The iliac extender component was implanted in conjunction with an unk MFR's aortic stent. Bilateral common iliac artery angioplasty was performed and extensive calcification was noted within the arteries. On june 8, 2010, an add'l procedure was performed whereby open conversion was used to place a long aortic stent (MFR unk) in conjunction with an iliac extender component to repair the left superficial femoral artery pseudoaneurysm. Iliac angioplasty was performed and CT scan revealed a proximal dissection that was sealed after the devices were placed and no sign of endoleak.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.